Event description:
An additional sample was received during the investigation of a previous complaint. I have received the samples in question, which exhibit the reported defect (and not just samples from the same batch). I would like you to conduct a comprehensive analysis. From original complaint: leakage at the q-syte valve (when the male luer lock connector is connected to the q-syte at a pressure of 0.5 bar).

Manufacturer narrative:
MDR created based on the receipt of additional samples. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.